Event description:
The manufacturer received information alleging a ds2adv auto CPAP device screen states service required, and the unit stopped blowing. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. During the evaluation, the device was visually inspected, and the customer's complaint was able to be reproduced due to a burned pca component. In addition, there were multiple error codes present. E-20 (err_motor_spinup_flux_low) which is a reboot error due to motor connection, blower box, or failed pca component. E-250 (err_barometric_comm) which is a continue error due to a failed pca component. The user interface panel was also scratched, the blower, the blower outlet seal/isolator kit, and bottom enclosure was contaminated. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.